Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a loose speaker. The reported condition was verified. The device was found out of specification in relation to the customer reported 'no audio' which was reproduced during service. The evaluator observed low audio from the speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no audio. There was no patient involvement. No additional information is available.